Event description:
It was reported by the nurse the holes in the target device, used for pre drilling for the distal locking screw, are not aligned with the nail. On two occasions, they have drilled into the nail instead of through the drill hole in the nail.

Manufacturer narrative:
Review of device history record (DHR) - a review of the inspection records for both target devices revealed no discrepancies. Deviations in the manufacturing documents were not found. The found crack on the targeting arm was most likely due to internal material stresses enforced by sterilization processes. The performed pre-operative test revealed targeting accuracy being as intended. All drill holes were passed by the corresponding drills with only slight contact to the nail. Thus, although cracked a miss-drilling could not be verified, misguiding in kind of nail contact was confirmed. No manufacturing faults found. The subject of the complaint problems with distal locking was only partly verified. Evaluation revealed evidence that the reported event is partly linked to a device design issue - which has been solved by (B)(4) and most likely contributed by intra-operative deviation.